Event description:
It was reported on 01/11/2023 by a sales representative via phone that an ar-3636 fibertak anchor would not go down the drill sleeve. Case involvement, no patient effect.

Manufacturer narrative:
The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event.